Event description:
A patient reported experiencing discomfort with their evoke spinal cord stimulation (scs) system, closed loop stimulator (cls) pocket site. A pocket revision was performed to resolve the reported pain. Post procedure, the patient was reported to be receiving adequate therapy and reported discomfort was resolved.

Manufacturer narrative:
During the revision procedure, the evoke closed loop stimulator (cls) was repositioned closer to the patient's midline. Post procedure, the patient was reported to be receiving adequate therapy and the reported discomfort was resolved. Temporary or persistent post-surgical pain at hardware implantation sites which may require surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in manufacturer's instruction for use (IFU). No devices were returned to saluda for analysis. The manufacturing records, including sterilization records, were reviewed. Product met all requirements for release with no anomalies identified.